Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that there was a broken loading unit adapter loaded on the instrument. The broken loading unit adapter was removed from the instrument without difficulty. Functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler could not fire. Another stapler was replaced to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical gastrectomy, while performing dissociated gastric parenchyma, the stapler could not fire. The surgeon could press the green button but was not able to squeeze the handle. Another stapler was replaced to continue. There was no patient injury.